Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no information on the impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.